Manufacturer narrative:
The customer contacted the siemens customer care center. Quality controls (qc) were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument the cse replaced and aligned the sample 2 (s2) mixer and s2 probes. The customer informed the cse that the reagent 2 (r2) arm had failed. The cse inspected and found that the base of the arm was loose and this caused the arm to sag and rub against the angular rail. The cse tightened the r2 arm and ran a quick check, which was acceptable. The customer ran qc and calibrated co2 assay. During the multiple follow-up visits, the cse determined that there were aliquot drain overflow errors along with low qc results. The cse cleaned the aliquot drain and then replaced the drain, aliquot probe, reagent probe 5, and sample 3 (s3) probe. The cse performed probe alignments and ran a quick check. The cse reviewed the water temperature, which was 30 degree celsius. The cse inspected the s3 and r5 probes and determined that the s3 mixer was dirty. The cse cleaned the mixer and noticed that the s3 metering pump was failing travel movement. The cse replaced the s3 metering pump and ran quick check, service methods and precision testing, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and concluded that the cause of the discordant, falsely low co2 results on patient samples was due to issue with sample mix and/or sample metering that was resolved with cleaning of the s3 mixer and replacement of the s3 metering pump. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). Sample (B)(6) were repeated on an alternate dimension vista instrument, resulting higher. Sample (B)(6) was repeated on the same instrument, also resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences based on the discordant, falsely low co2 results.